Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation as the patient had to end the call. The patient detailed that the alleged issue began on an unspecified date and time prior to contacting lfs. The patient reported that she obtained alleged readings of ¿363, 280 and 313 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient was unable unwilling to say how she manages her diabetes. The patient reported that she took an unspecified dose of insulin in response to the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began, she developed symptoms of ¿stress, tachycardia and palpitations¿. She reported that he went to hospital and was hypoglycaemic. The patient was unable/unwilling to say what treatment, if any she received. The patient stated that she obtained results of 115 and 265 mg/dl on the hospital meter, however this was not related to this complaint. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.